Manufacturer narrative:
Patient information is unknown. Date of event is unknown. This report is for unknown speed bone staples. Part and lot numbers are unknown; UDI number is unknown. Date of implantation is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent an interphalangeal joint (ipj) fusion revision procedure on (B)(6) 2018 due to two speed implants that failed via pull-out and implant backing out. The original ipj fusion was performed on an unknown date. There was less than desirable treatment outcome reported. The procedure was successfully completed with no surgical delay. Patient outcome was good. This report is for two unknown speed bone staples. This is report 1 of 1 for (B)(4).